Event description:
Users and service engineers reported finding loose bobbins on their roller pumps. This would mean the bobbins were not locking on the tubing. In all of these cases there was no patient harm.

Manufacturer narrative:
Please find the attached spreadsheet listing the serial numbers, component codes, investigation codes, and conclusion codes of the devices summarised in this summary report.

Manufacturer narrative:
Pawl, ratchet and spring kit was replaced. This event was originally reported in a summary report 3016480796-2025-00059, which was submitted in relation to the affected devices from the voluntary recalled performed by spectrum medical ltd (recall number z-0224-2025). FDA has since requested that each event for the devices related to the voluntary recall be individually submitted, resulting in the submission of this follow up report with teh number of events reduced to one (1) to comply with reporting requirements. Single mdrs shall be submitted for the events per the vmsr guidance.

Event description:
Service engineer identified a faulty bobbin on two roller pumps, which caused the tubing to slip from position. There was no patient harm.